Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Infection and inflammatory nodule are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 2 ml juvéderm® volift® with lidocaine in suborbicularis oculi fat and tear troughs. Patient concomitantly treated with teoxane® puresense ultra deep. Four months later, patient developed "what appears to be a delayed autoimmune response leading to granuloma formation" in each of the injection sites. Patient was treated with prednisolone 25mg, doxycycline 100mg, keflex 500mg, cetirizine 10mg. Oral medication initially prescribed the day symptoms appeared. Treatment provided to prevent "permanent disfiguration from infection/granuloma." Culture was taken and no bacteria was grown. Biopsy was not provided. Per healthcare professional, the "condition seems to cycle through in stages." Approximately 3 months post symptom onset, "patient has improved significantly with nil oedema or erythema and firm tissue mass is decreasing slowly." A swab of the patient's lesion came back positive with "p ances." Patient reported that [they] had never previously suffered from acne. Symptoms are ongoing.